Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist. Section: using the automated impella controller with the impella catheter. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The user facility reported that an impella 5.5 pump began to encounter high purge pressure during patient support. Tissue plasminogen activator was provided in response to the alarms. Support was continued until the planned wean and withdrawal the following day. The patient survived.

Manufacturer narrative:
The investigation of high purge pressure has been completed. The impella device was not returned for evaluation. High purge pressure: no product was returned for analysis. The data logs show a gradual rise in purge pressure with no prior motor current spikes outside p-level changes. Concurrently there was a decrease in purge flow. The logs show a gradual rise in purge pressure from 6/29, at 00:00am, till alarm was triggered at 11:00am. The logs show high purge pressure remained elevated for about 10 hours before there was a decrease to normal levels over about 4 hours. Purge flow values also increased as high purge pressure resolved. The root cause of the high purge pressure was most likely due to biomaterial build up as evidenced by the data log analysis revealing a gradual rise in purge pressure.